Manufacturer narrative:
Sr (B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. A functional test was performed and it passed. The receiver log was downloaded and evaluated, an error recovery and screen recoverable error alarms were observed during a low egv condition. A communication tool audio test was performed and it passed. A "try it" manual test was performed and passed. The receiver case was opened for an internal visual inspection and it passed. The speaker resistance was measured and it registered within specification. The reported event was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient's father stated that the patient experienced a hypoglycemic event without any vibrating or audio notification from the continuous glucose monitor (cgm). Additionally, the patient's father stated that he checked the profile settings and it was set at hypo repeat and when he tested it, the vibration and audible alarm worked fine. It was reported that the patient was at school and his teacher noticed that he did not look good and checked the (cgm) that was reading 3.4 mmol/l and checked his blood glucose (bg) value. The value of the bg is unknown. The teacher treated the patient by giving him juice. At the time of event, the patient was doing good. Additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.